Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited >3000 ohm pacing impedance on the rate sense leg of this lead. Normal impedances have been observed on the shocking channels. A guidant technical services (ts) consultant recommended placing a separate rate/sense lead. To date, there have been no reported patient symptoms associated with this clinical observation.